Manufacturer narrative:
(B)(4):a review of the black box history indicated there were "no cartridge detected" warnings observed. The pump was exercised for 24 hours. During testing, the rewind, load and prime steps were not successful due to a 'no cartridge detected' alarm. The force sensor was found to be out of calibration. The display was removed and the force sensor flex pins were found to be completely disconnected from the connector. The display was also found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump did not load the cartridge correctly and dispensed all of the insulin during the load cartridge step. The patient reported trying cartridges from multiple boxes with the same result. This report is made based on the allegation of the pump load step malfunction.